Event description:
Procedure: tonsillectomy and adenoidectomy. Reportedly, while the surgeon was removing the tonsil the electro-surgical pencil he was using caught fire at the coupling between the pencil blade and the handpiece. The handpiece was described as a non valleylab MFR. The generator being used was a force 4b20 purchased as refurbished through an outside vendor. Subsequent to the pencil fire the pt received a burn to the inside of the cheek. The surgeon then injected kenalog into the burn to reduce inflammation. The current pt status is listed as ok. Note: the facility sent both the handpiece and the blade to the MFR of the handpiece for evaluation.